Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h4, h6. The device was returned to olympus for inspection and the reported failure the olympus logo freezes and does not work was confirmed. However, water splashed onto the video processor was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion of ap and dp boards (printed circuit board). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that the corrosion of the ap and dp boards caused the olympus logo to freeze and not operate. Since the water splashed onto the video processor was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor had image freeze and water splashed onto the it during inspection for use. There were no reports of patient harm.